Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported prior to pt use, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomedical department from central sterilization with an unsigned note that stated, "bright orange screen malfunction". No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. Though requested, no add'l info was provided.